Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four sealed handles with two handles and two reloads opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the first instrument found no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-2.5 single use loading unit (pmv sulu). During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual inspection of the second instrument found no abnormalities. Functionally, the instrument was loaded with a pmv sulu. The instrument and loading unit was applied to test media. All staples were placed and the test media was cleanly transected. The remaining four instruments were then removed from the sealed blister packages for functional testing. Each instrument was loaded with a pmv sulu. Each instrument and loading unit was applied to test media. All staples were placed and test media was cleanly transected. Visual examination observed that the first reload was fully fire and the anvil clamping mechanism was deformed. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. The second reload was fully fired and the anvil clamping mechanism was deformed. Each reload was loaded into a post market vigilance instrument for functional testing. Each reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the sheared teeth on the firing rack, deformed anvil clamping mechanism and damaged knife blade. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap sigmoid, the handle had a crack with the first trigger. The second reload fired but did not cut. Transanal anastomosis and an enterostomy had to be performed. Surgical time was extended by 45-60 minutes. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Concomitant product(s): device egia45amt, egia 45 articulating med/thick sulu, k083519, lot # n6c0462kx.